Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a 3 cm in length thoracic aortic dissection. It was reported that a follow up CT revealed distal aortic expansion and that the valiant stent graft had a distal type I endoleak. The physician elected to implant another valiant stent graft and the event was resolved. Per the physician, the cause of the event was due to disease progression. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.